Event description:
It was reported that high capture threshold anomaly was observed on the atrial channel of the pulse generator, it was noted that the patient did not experience an adverse consequence as a result. No intervention was reported. The patient¿s condition was stable.